Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor reported that a (B)(6) patient had developed skin irritation under the lifevest electrodes. The patient visited a dermatologist and received an unknown salve. The medical outcome of the patient's irritation is unknown.